Manufacturer narrative:
A device history record review was completed for provided material number 305886 and lot number 2101008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) needle sample was received for evaluation by our quality team. Through examination of the needle, black particles were observed within the hub component. An attempt to remove the black particles was performed, to complete fourier transform infrared (ftir) spectroscopy and identify the particle composition. However, the particles could not be dislodged from the needle and ftir could not be completed. Upon further review, it was determined that the particles were related to embedded contamination from the molding process. The embedded particles were produced within the injection molding machine. Due to the high working temperatures, different gases are produced inside of the mold. During normal production, these gases are expelled through conduits outside of the mold cavity. If the expulsion is not done properly, some gases remain within the mold and result in burnt pieces, like the observed sample. We would like to inform you that this is a cosmetic defect which has no health risk as the plastic particles are embedded into the needle hub without the possibility of detachment. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd needle 23x1-1/4 eclipse smartslip mold near hub. The following information was provided by the initial reporter: black mold was found at the site of the blue plastic part of the needle. It is now in a bag. Kept safely until someone needs to pick it up. 9 dec. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected. Unexpected or prolonged care? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.